Event description:
It was reported that during a procedure, the display screen went blank. Details regarding how the physician proceeded with the procedure have not been available. No report of injury to the pt and/or user.